Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® boric acid sodium borate/formate c&s urine tube had unknown erroneous results. No serious injury or medical intervention.